Manufacturer narrative:
The device was not returned for eval. We are unable to confirm the reported measurement error or to determine if it could have contributed to the reported hospitalization. Inaccurate high blood glucose measurement results, as reported by the caller, do not contribute to high blood glucose. Qualification records were reviewed and the product lot met all acceptance criteria. The omnipod user guide warns "if your reading is above 500 mg/dl, the pdm displays 'high check for ketones!' This indicates severe hyperglycemia (high blood glucose). If you get a 'high check for ketones!' Reading and feel symptoms such as fatigue, thirst, excess urination, or blurry vision, follow your healthcare provider's recommendation to treat hyperglycemia. If you get a 'high check for ketones!' Reading, but have no symptoms of high blood glucose, then retest with a new test strip on your fingers. If you still get 'high check for ketones!', perform a control solution test to ensure your system is working properly. If the system is working properly, follow your healthcare provider's recommendation to treat hyperglycemia."

Event description:
The pt's mother reported that her son stayed overnight in the hospital on (B)(6) 2012. She stated his blood glucose was reading was taken or when he was brought to the hospital. She did give the following history (again with no relation to the timing of the hospitalization or "high" bg result). His blood glucose measured 256 mg/dl at 8:39 am and 153 mg/dl at 11:35 am. At 3:35 pm his bg was 392 mg/dl and a manual insulin injection (dosage not reported) was given for correction. At 7:35 pm the pod was deactivated. The mother stated that the pdm blood glucose meter is reading incorrectly, citing an example of it reading 215 mg/dl while a one touch meter read 120 mg/dl, but gave no date or time for this comparison.